Event description:
It was reported that pt underwent primary knee procedure on (B) (6), 2008. Pt underwent revision surgery on (B) (6), 2010 due to pain. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Items to be sent to an independent lab for evaluation. Upon completion of evaluation and receipt of report, a follow-up report will be sent to the FDA. (B) (4).